Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The sample was returned and consisted of a palindrome sapphire 28/45kt vt. The catheter came within a generic plastic bag and showed signs of use. Visual inspection was performed and a hole at the joint below the catheter hub was found between the anti-microbial sleeve from the lumen which corresponds to the arterial extension. The lumen related to the venous extension could not be opened, since the tip will not open due to over torque or jamming caused by dry blood in the interior. During underwater test, bubbles were detected; they were coming out below the hub from the lumen which corresponds to the arterial extension. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. The customer indicated that the catheter functioned as intended for 2 years; the device was more likely damaged during that time. Based on the available information, the probable root cause can be that the leak was more likely caused due to inappropriate use of cleaning agents. The catheter was placed in february 2013. The catheter would have been manufactured prior to the implementation of actions related to a corrective and preventive action (CAPA). Following the evaluation, it was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reportedto covidien on (B)(4) 2015 that a customer had an issue with a dialysis catheter. The customer stated there was a leak in the y junction. The catheter was placed on (B)(6) 2013 and withdrawn on (B)(6) 2015. No patient injury. Catheter cleaned with yodopovidone (water base 8%).

Manufacturer narrative:
Submit date: 03/02/2015. An investigation is currently underway. Upon completion, the results will be forwarded.